Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir area was loosed of the insulin pump and reservoir needed to lock manually. The customer¿s blood glucose level was unknown. The customer was reported that the insulin pump had diminished battery life. The customer was reported that the top of the insulin pump had unexplained no delivery alarm, louder when grinding, slower rewinding when priming. The insulin pump will not be returned for analysis.